Event description:
Pt was discharged post starflex implant with the device in its proper place. Following a session of swimming and diving, the pt complained of fever, stomach pain, and loss of blood per rectum. The pt was evaluated. The device had dislodged to the aorta. The pt was taken to the cath lab for device removal. During removal, the device got caught in the femoral vein. This required a surgical cutdown and subsequent venous repair. The pt has recovered from these events.